Event description:
Reporter stated that customer received the following results on the aviva expert system within 6 minutes: 149 mg/dl and 40 mg/dl. Customer had hypoglycemic symptoms of sweating at the time of these results. Customer's wife treated him with "carbohydrates" and called the ambulance. Customer was treated by ambulance personnel with glucagon. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).